Manufacturer narrative:
Updated data: h11. This is a system report. The section d. Information is for the primary device, which was in use with the following device(s) which cannot be excluded as potential contributing factors to the adverse event: brand name: deliv sys d-evolutfx-2329; product ID: d-evolutfx-2329; serial/lot: (B)(6); UDI: (B)(4); manufactured date: 2025-09-01; use by date: 2027-09-01. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to the patient's bicuspid aortic valve. Following the implant of the valve, the implant depth was high; however, the patient had a mean gradient of 8 millimeters of mercury (mm hg) with coronary flow, peak velocity of 1.8 meters per second, and there was no paravalvular leak (pvl). Two days following the implant of the valve, a pulmonary edema was observed. The patient underwent treatment to remove the fluid from the pleural cavity. Additionally, another procedure to potentially snare the initial valve up and implant a second valve was planned. At that time, the initial implant numbers and flow were the same. During an attempt for access to start the procedure, the patient coded and died. Per the physician, the cause of death was unknown. Additional information was received that the depth was -0 mm. Cardiac arrest occurred. Per the physician, the cause of death was possibly suicide ventricle which was not attributed to the valve. Additional information was received that the -0 mm depth was not intended. Per the physician, the dcs could not be excluded as a contributing cause to the death.

Manufacturer narrative:
Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to the patient's bicuspid aortic valve. Following the implant of the valve, the implant depth was high; however, the patient had a mean gradient of 8 millimeters of mercury (mm hg) with coronary flow, peak velocity of 1.8 meters per second, and there was no paravalvular leak (pvl). Two days following the implant of the valve, a pulmonary edema was observed. The patient underwent treatment to remove the fluid from the pleural cavity. Additionally, another procedure to potentially snare the initial valve up and implant a second valve was planned. At that time, the initial implant numbers and flow were the same. During an attempt for access to start the procedure, the patient coded and died. Per the physician, the cause of death was unknown. Additional information was received that the depth was -0 mm. Cardiac arrest occurred. Per the physician, the cause of death was possibly suicide ventricle which was not attributed to the valve.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx dcs; product ID d-evolutfx-2329 (unknown serial/lot); product type: 0195-heart valves; implant date n/a; explant date n/a the codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to the patient's bicuspid aortic valve. Following the implant of the valve, the implant depth was high; however, the patient had a mean gradient of 8 millimeters of mercury (mm hg) with coronary flow, peak velocity of 1.8 meters per second, and there was no paravalvular leak (pvl). Two days following the implant of the valve, a pulmonary edema was observed. The patient underwent treatment to remove the fluid from the pleural cavity. Additionally, another procedure to potentially snare the initial valve up and implant a second valve was planned. At that time, the initial implant numbers and flow were the same. During an attempt for access to start the procedure, the patient coded and died. Per the physician, the cause of death was unknown.